Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose over 600 mg/dl. Customer had been experiencing high blood glucose since (B)(6) 2015 and was unable to lower it. Current blood glucose was 589 mg/dl. Customer felt distressed and did not feel appropriate to troubleshoot. Symptoms were short of breath and did not feel well. Customer called paramedics so they can take him to the doctor. Customer was advised to call back to troubleshoot the device properly. No further information reported.